Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 due to an elevated blood glucose (bg) level (1098 mg/dl) that resulted in the customer being in a coma for four days. While in the ICU, the customer was treated with intravenous saline and insulin. The customer was released from the ICU on (B)(6) 2025 with no permanent damage. The cause for the reported issue is unknown.